Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant and abutment were placed in ada site 5, osseointegration was not obtained. Clinician performed a bone graft and fenestration was noted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant and abutment were placed in ada site 5, osseointegration was not obtained. Clinician performed a bone graft and fenestration was noted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).